Event description:
It was reported that the patient presented to the clinic due to oversensing noise on the right ventricular (rv) lead that resulted in delivering inappropriate shock. A fracture was noted on the lead. The rv lead was explanted and replaced with a new one. The patient's condition remained stable.